Event description:
Caller reports the patient tested 5.0 inr on the coaguchek s system and 2.9 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.